Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 46 mg/dl at the time of the incident. Another blood glucose level was 163 mg/dl. Customer stated that when she checked insulin pump after a few minutes it kept the red blinking light with alert stating bolus not delivered as it timed out also she tried pressing any other buttons but the screen would not move or change. The customer was declined troubleshooting for low blood glucose. The customer was treated with snacks and attempted to give herself a bolus as well before eating. The device will not be returned for analysis.